Event description:
It was reported by svc report that the pt left foot side rail will not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link, arm cover.